Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04204, 2134265-2011-04206. It was reported that during a stenting treatment procedure, a shaft fracture and vessel dissection occurred. The procedure treated the tight lesion located in the severely tortuous proximal left anterior descending artery. A non bsc guide wire was used. The physician advanced 5 different stents to treat the target lesion but none could cross the lesion (3 ion stents 2.5x12mm, 2.25x12mm, 2.5x20mm and 2 promus stents 2.75x15mm, 2.75x18mm). During advancement of the three ion stents the shaft fractured on each of the three stent delivery systems. A dissection occurred, however, it was not clear when the vessel dissection occurred or what caused the vessel dissection. The patient was taken to 3 vessel bypass surgery. No further patient complications were reported and the patient status is good.